Event description:
In 2004, a male underwent initial aaa repair. One main body graft and three iliac leg grafts were placed. Over time a proximal type I endoleak developed. So in 2008, the physician placed two main body extension grafts to resolve the endoleak.

Manufacturer narrative:
Eval: still under investigation.